Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis noted a smooth opening with leakage in the taper tubing consistent with wear and tear. Lab analysis also noted scratches on the port base and port holes.

Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 12/16/2015. The reporter of the event was asked to return the product for analysis, and to indicate product serial and/or catalog number. To date, apollo had not received the device or additional device information, thus the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported events as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen.

Event description:
Reported as: the patient contacted their physician complaining of no restriction. A fluoroscopy showed a leak, and a crack in the tubing was discovered. This is the patient's second port replacement. This report is for the second port replacement. The first is captured in mw # 3006722112-2015-00598.